Event description:
Caller states patient tested of hi (greater then 33.3 mmol/l) on the inform system and 9 mmol/l on lab value within 10 minutes on. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, suspect material will not be returned.

Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.